Event description:
(B)(6), I just received an urgent call from the below surgery center indicating they are having problems with extendevac 88-000702 not responding/activating when they push the buttons. They have two different lot numbers 32654105 and 33128393. This account has used these pencils for quite some time so I don't believe it is a training issue. The doctor is super frustrated and wants to stop using. Surgery staff loves it for the smoke function.

Manufacturer narrative:
Investigation findings: the qfi report was reviewed to obtain the sales and similar complaint information. Deroyal has sold (B)(4) cases of the finished good from 2012 to 2014. The reporting customer filed two reports for the issue due to two different lot numbers identified. Raw material (B)(4), lot numbers 5141 and 5127 were utilized within the finished good lot number. The raw material is a vendor supplied product and (B)(4) has been issued to the vendor. The sample was received and consisted of product that was utilized (contained within a biohazard bag) and representative product that was still within the deroyal sterile pouches. The samples were forwarded to the vendor for evaluation and testing. The qc complaint specialist followed up with the vendor on 04/15/2014 to alert them to the approaching scar due date. Within the scar response it was detailed that the product was tested utilizing the electrode from an unused representative sample. The qc complaint specialist followed up with the vendor to request additional information as to the testing methods and if testing was completed utilizing the electrode that was utilized when the reported issue occurred. The vendor responded stating: "during evaluation of pen evacs, esu generator force 4b was used, with settings starting at 10 watts for cut and coag and going up to 30 watts for both cut and coag." (Email 04/24/2014) in addition, the vendor supplied a copy of their IFU referenced within the scar response. The vendor's IFU was supplied to deroyal's marketing and regulatory department by the qc complaint specialist on 04/29/2014. Additional communication was received from the vendor on 05/08/2014, detailing the product was testing with the returned blade and functioned within specification. The vendor's IFU is not included within the finished good product released by deroyal. Deroyal includes IFU, part number 45-00233g. Deroyal addresses the insertion of the electrode under the directions for use, number 4. Insert the electrode into the extendevac body, adjust to the desired length and tighten the locking ring on the electrode. Note: when the locking ring is secure, the electrode can still be rotated to the desired orientation without loosening the ring. To change the length of the telescoping tip, you will still have to loosen the ring. Correction: replacements were provided on order#(B)(4) but the reporting customer received the same lot number as reported and requested an alternate lot number be provided. An alternate lot number was provided on order# (B)(4). Root cause analysis: scar: when the end user replaced the electrode was not properly inserted into the electrode socket which impeded product function. When the product was tested using an electrode from an unused product, it functioned within specification without any issues. Additional information email 5/8/2014: the product was tested with the returned blade and was found to be functioning within specification. Deroyal: the customer's report of a malfunctioning pencil is unable to be confirmed as a device related issue. The returned product was forwarded to (B)(4) for evaluation. The product review found the electrode installed by the reporting customer was not properly secured within the device. Testing was performed utilizing the replaced electrode and a deroyal supplied electrode. The product functioned as intended. Corrective action and/or systemic correction action taken: scar: none, when the product was tested using an electrode from an unused product, it functioned within specifications, without any problem. Instruction on proper electrode replacement listed under in IFU and reads: insert new electrode into the socket inside of the penevac. Make sure that the electrode is securely inserted in to the socket. Preventive action: scar: none. This report is being filed due to a retrospective review of complaints. This complaint has been re-opened for further investigation. A supplemental report will be filed if further investigation provides information which changes the content of this report.